Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of device turned off was reproduced when evaluation tested the device with a known good battery. The customers ac power adapter function as intended. A review of the event history log (ehl) revealed occurrences of improper shutdown! Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery contact pins. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred upon device power up in the medicine a department. There was no patient involvement. No additional information is available.